Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's implantable neurostimulator (ins) batteries were dead, but caller did not confirm if this was due to normal battery depletion or not. Caller stated that they were in the office and saw manufacturer representative (rep) on monday. During the call, caller was cutting in and out and mentioned that they were going to somewhere with a better signal. Caller requested the agent to end the call and call them back because of the audio issue, but when agent attempted to call caller back twice, the call kept disconnecting. Caller called back and reported patient was in an auto accident, the patient rep brought him his equipment but patient said they have not charged it since april. Caller said they took patient to an eye doctor appointment on (B)(6) and they called the rep the very next day and rep told them to call back when they got the appointment and they will try to be there. Caller also said patient's tremors were worse when they met the reps at the office both looked at it and tried to get it to pull up and they were completely dead so they sent patient home and told patient to go home and charge one side for 4 hours and try to restart it and then do the same to the other side but pt told them they could not get either side to start up. Caller said, that was monday night. Caller was not with patient at the time of the call and did not have the equipment with them to troubleshoot. Reviewed to call back when they were with the patient and the equipment for troubleshooting, if it is a larger problem and we cannot resolve through troubleshooting over the phone or replacement equipment then meeting in person at the doctor's office is the best option. Redirected to doctor. Patient also stated that they have some wires that are pretty frayed. Agent walked them through connecting to the ins, but they keep on getting the poor communication screen. Additional information was received from manufacturer representative (rep). Rep reported patient came to the neurology clinic for programming session. Rep was asked to attend. The neurologist/pa was unable to read either of the patient's devices due to the rechargeable ins¿s being depleted. Patient did not give a time frame for the last time that they had charged. Patient was instructed to charge his devices at home, then turn the devices back on, and reschedule with the clinic for programming at a later date. Rep reported it would be most likely that the patient is in a overdischarge state at this time.